Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of the device (lesion morphology ¿ 85% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 85% stenosis). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent for treatment of a lesion in the lad with 85% stenosis. The lesion was pre-dilated and the device was prepped prior to use with no issues noted. It is reported that the device could not pass the lesion. The physician used a new device, of the same model, to complete the surgery. No patient complications were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 5th, 6th and 7th proximal segments were deformed. The 5th and 7th distal segments were misaligned with raised struts. The 9th and 10th distal segments were misaligned with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).